Event description:
It was reported that the pulse generator was found to be operating in backup vvi mode through a remote merlin.net transmission. The patient was seen in-clinic and reported experiencing fatigue. It was noted that the patient had undergone surgery approximately one month prior. Troubleshooting was unsuccessful. The device was explanted and replaced on (B)(6) 2015.